Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the needle of an ar-7229-12-1 fiberloop® braided polyblend suture 4-0/ 1.5 metric 12'' (30.5 cm), blue, looped, taper point needle had detached from the suture. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.

Event description:
It was reported that during a tendon surgery the needle eyelet broke while passing through suture and also broke the suture while pulling it. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a third party suture. It was not necessary to switch the surgical technique or do a second surgery. Update: (B)(6) 9-jul-2025. Further information was received that confirms the original description. The needle eyelet broke and it damaged the suture.